Event description:
It was reported that during the endoscopic vein harvesting procedure, the device did not insufflate. It was not known if it was distal or proximal insufflation failure. A replacement device was used to complete the procedure. No pt complications were reported by the hosp. Our investigation in 2008, confirmed that the malfunction was distal insufflation failure. This is a reportable event, for the vh-3200.

Manufacturer narrative:
The investigation was completed, and the device did not meet the distal insufflations flow rate specification. The reported complaint is confirmed. A lot history record review was completed for the prod, there was no nonconformance associated with the lot number.